Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal delivery totals in total daily dose matched the active basal program totals or were as expected. The basal history matched the active basal program. The bolus totals had a greater than five percent difference. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the delivered boluses were calculated for (B)(4) 2017 and the delivered boluses on each day match correctly the total daily dose bolus history. No meter was returned for investigation. The black box data for (B)(4) 2017 was not available. The bolus history showed a cancelled ez-carb normal bolus on (B)(4) 2017 at 07:17 where 0.0500 units of a programmed 1.0500 units was delivered. On (B)(4) 2017 at 07:18, a 1.00-unit bolus was fully delivered. Investigation manually performed a 10-unit audio bolus and a 10-unit normal bolus. Both were accurately recorded in the bolus history and bolus total daily dose history correctly showed 20.0 units. There were no hypersensitive or stuck keypad buttons. The pump was exercised for 24 hours with all deliveries made and recorded as programmed. Investigation did not duplicate complaint of the pump¿s bolus totals calculating a >5% discrepancy.